Event description:
Pt hospitalized for low blood glucose. Pt quite confused as to events leading up to hospitalization. The nurse checked the bolus history in pump and it showed a 6.0 unit bolus prior to hospitalization. Pump not returned to disetronic.